Event description:
It was reported that insulin began leaking from the septum after the cartridge was filled with 40 units of insulin. Reportedly, customer experienced elevated blood glucose levels (250-340 mg/dl) due to stress and starting on a new pump. Customer stated pump is functioning as expected, and declined any further troubleshooting.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.